Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient is alleging cancer (breast & thyroid). No other clinical or medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient is alleging cancer (breast & thyroid). No other clinical or medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the air inlet filter was missing. An unknown contamination was observed on the top enclosure/ui panel. A scratch was observed under the power outlet. Potential signs of thermal activity was observed on the interior side of the top enclosure. Pil observed the black and red wires on the j9 connector burned through the plastic on the connector. An unknown contamination was observed inside the blower motor. A dust-like contamination was observed on the right panel, on the blower cap, on and inside the blower motor, on the sound abatement foam and walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes that unknown contamination on the inside of the humidifier flip lid assembly, and on the top enclosure. Potential hair-like particles were observed on the humidifier flip lid seal, top enclosure, on the dry box and in the lower base. A potential dried liquid spot with a whitish dust-like contamination consistent with mineral deposits was observed inside the dry box. Dust-like contamination was observed on and under the flip lid assembly, on the left panel, on top of the water tank on the dry box, in the bottom enclosure and lower base. Box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.